Event description:
Provider alleged pilot operator valve has a worn poppet. Per independent repair center statement, the unit was alarming or red light -- confirmed. The key failure was a worn poppet on the pilot valve. Additional malfunctions were the hose clamp leaked and tie wrap leaked.